Event description:
Customer reported an issue with the passport 2 monitor which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included replacing components on the device's cpu board. Calibrated and safety tested unit to factory specifications.